Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient had been hospitalized with diabetic ketoacidosis (dka) and high ketones. Patient also noted that she had an eye ulceration that they were treating her for. Patient mentioned that she was not wearing a pod at the time of hospitalization because she was out. She did have syringes but her blood glucose levels were already 'really high' (no specific blood glucose levels provided). Patient treatment for dka included IV drip and fluids. It was also noted that they used freestyle tests strips and supplied the patient with them. Patient said lantus 10 units used once in the evening and novalog injections of 3 to 5 units with meals daily. Patient was on a coverage of insulin as well as a carb ratio, which was 1 unit for every 15 carbohydrates.